Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited far r over-sensing on the atrial channel that led to inappropriate automatic mode switch. No intervention was performed. The patient status was unknown.